Manufacturer narrative:
Although requested, to date, the electronic files from the AED have not been returned from the customer and little information is known. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, it was reported by a customer that during a rescue attempt by health professionals (doctors and nurses) on an elderly man in his 80s, the AED prompted "cannot analyze." It was reported that the AED did not advise nor deliver any defibrillation shocks and that the patient was not resuscitated.